Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6)2011 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapse with concurrent mesh and hysterectomy. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence and dyspareunia. It was further reported that on (B)(6) 2011, the patient underwent sling revision due to voiding dysfunction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.